Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 2.75x14mm target lesion was located in the seriously tortuous and calcified left anterior descending artery. Following pre-dilation, a 2.75x16mm promus element stent was advanced but failed to cross the lesion. During withdrawal, the tip of the stent was found lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 2.75x14mm target lesion was located in the seriously tortuous and calcified left anterior descending artery. Following pre-dilation, a 2.75x16mm promus element stent was advanced but failed to cross the lesion. During withdrawal, the tip of the stent was found lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 2.75 x 16 mm stent delivery system was returned for analysis. The stent was damaged along its entire length and stretched over both the proximal and distal markerbands. The crimped stent od (outer diameter) at the time of manufacture is within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues along the midshaft, inner or outer shaft polymer extrusion. No other issues were identified during the product analysis.